Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the lot history records and of the information provided to abbott vascular. The investigation was unable to determine a definitive cause for the clip opening while locked. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents for the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed because the mitraclip would not stay closed during lock testing. A clip that is unable to close has the potential to cause or contribute to tissue damage. It was reported that the patient with degenerative mitral regurgitation underwent a mitraclip procedure. The mitraclip device was prepared for use per instructions for use and no issues were noted. The clip delivery system was advanced into the anatomy and the leaflets were grasped. The lock was tested and the clip opened when locked. The clip would not stay closed. Troubleshooting maneuvers were performed, however, the clip would not stay closed during lock testing only. The clip, however, was then able to be closed and the device was removed from the anatomy in the closed position without difficulty. After removal and outside the anatomy, the device was tested and the clip stayed closed when the lock lever was closed. Two new mitraclips were deployed without issue, successfully reducing the mitral regurgitation from grade 4 to 1-2. There was no adverse patient effect. No additional information was provided.